Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute integrity rx coronary, drug eluting stent was used to treat a lesion in the right coronary artery (rca). The device was inspected with no issue noted. Negative prep was performed with no issues. It is reported that the stent failed to cross the lesion and a small dissection occurred when attempting to place the stent. Another covered stent was used to treat the dissection. It is indicated that the doctor was concerned that the stent may have some fault or alternatively it could be related to the lesion alone and access issues. The patient is alive.

Manufacturer narrative:
During a procedure a 2.25x18mm resolute integrity rx coronary, drug eluting stent was intended to be used to treat a lesion in the right coronary artery (rca). The inferior take-off of the rca had limited backup from the guide. There was severe calcification of the coronary cusp around the rca ostium <(>&<)> a severely calcified mid rca disease definitely limited stent passage. The vessel was pre-dilated but a 2.25x30mm resolute integrity drug eluting stent was attempted unsuccessfully. A buddy wire was attempted but the lesion was still unable to be passed due the distal mid rca calcification. There were additional attempts with no success. A non-medtronic guide extension catheter (gec) was used. Even with the gec insitu, it was not possible to pass a stent to the mid rca, so shorter stents were chosen with the buddy wire system. A 2.25x14mm stent was the first stent successfully deployed. Resistance was noted due to calcification, and no excessive force was used. The 2.25x18mm device was inspected immediately post use. However, it was reported that no damage was noted to the 2.25x18mm resolute integrity when it was removed from the patient. The mid rca calcification was again pre-dilated with an nc balloon and a 2.25x14mm stent was deployed more proximal to the existing stent overlapping as it was not possible to get a longer stent down. A third resolute integrity des was deployed. Essentially three smaller length stents were required as it was not possible to pass the longer preferred options (all stents had the same diameter). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon correctly at the proximal markerband. The stent was not positioned correctly at the distal markerband due to stretching of the mid stent wraps. Deformation was evident to the 8th and 9th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. Image review: an image shows a contrast shot of the rca. An image shows a non-contrast image of the rca. Deployed stents are visible in the distal rca. There are no images showing the reported dissection. If information is provided in the future, a supplemental report will be issued.